Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use and debris about the threads. The device is fractured at the collar. There is debris in the drive feature; however, it is not indicated by the customer that this is part of any component. No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 (universal) and used for approximately 9 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Also, according to the IFU, patient factors like the presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 61665823. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61665823) for a similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvtwb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up" h2: checked follow-up type

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k101880.

Event description:
It was reported that implant (tsvtwb10) was removed due to fracture. Inflammation was also reported. Tooth location 29.